Event description:
Caller reported that a cgm error 42 occurred with a g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully initiated a new sensor session.